Manufacturer narrative:
The insulin pump was received with a cracked/bleeding lcd glass. They were unable to perform a displacement test due to the physical damage to the pump. The pump had a cracked reservoir tube lip and a minor scratched lcd window.(B)(4)

Event description:
The customer reported via phone call that the pump screen was cracked and he cannot read the screen. Customer stated that he was walking and fell, which cracked the pump screen. Customer stated that the display screen was also scratched. Customer stated that nothing can be read on the pump, except the time and the battery icon. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.